Event description:
Healthcare professional (hcp) reported two incidents of blood leaks at the interface of the arterial exeltra 150 dialyzer luer lock connector and the cobe c3 blood line dialyzer connector. The staff indicated that it was difficult to connect the blood lines to the dialyzer. The blood leaks were noted within 25 minimal. The blood line connection to the dialyzer was retightened and the treatments were completed without incident. No pt injury or medical intervention was reported per hcp.